Event description:
The customer reported the device would charge, but would not discharge energy in testing. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device would charge, but would not discharge energy in testing. There was no pt involvement. The device was evaluated at philips. The reported symptom was not duplicated. The device passed all testing and was returned to the customer. We are unable to determine the cause as the reported symptom was not reproduced.